Event description:
Pt had the first orthovisc injection on (B)(6) 2011. On (B)(6) 2011, the pt had a reaction and reported rash on the face, chest and waist. The pt's throat was closing and had nausea and diarrhea. The pt went to the ER and was treated there the same day. The injecting doctor did not feel that it was related to the orthovisc injection. The second orthovisc injection was done on (B)(6) 2011 with no incident.